Event description:
First, a 6935 lead was implanted, the values with the analyser were all good. After ten minutes, the impedance increased when connected to the device. They tried with the psa and they found an impedance of 3000 ohms. They decided to change the lead. This lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism and sleeve head, the helix/lobe is distorted/bent and the defib conductor is distorted. Damaged at implant.